Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Review of the available records identified the following: there is a linear metallic foreign body posterior to the medial tibial plateau. Knee alignment is anatomic and there is no acute osseous abnormality. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the surgeon discovered remnants of the juggerstitch implant and procedure was performed for the removal of the remnants. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D4: lot# (1) 66111212 (2) 66111291 (3) 66111348 UDI# (B)(6). D10: cat: 110024773 lot: 66111212 juggerstitch curved implant cat: 110024773 lot: 66111291 juggerstitch curved implant (x2) cat: 110024773 lot: 66111348 juggerstitch curved implant (x2) h4: sterile dates: (1) (B)(6) 2028 (2) (B)(6) 2028 (3) (B)(6) 2028 device manufacturer date: (1) (B)(6) 2023 (2) (B)(6) 2023 (3) (B)(6) 2023 g2: foreign- poland it is unknown which lot fractured out of all 3 reported lot numbers. Hence, all 3 have been reported in this case. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.